Event description:
The following has been reported: biomed reported: "logs have been sent over, no pump stopped during an active infusion nor any patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air compressor failure. A red pump service alarm was observed after the device was powered on. Air compressor could be heard struggling to function correctly during startup. Log files indicated mechanical failure (air compressor on positive side). Bag hooks are broken off on both sides. Device was opened up for internal investigation. The rear housing, front housing, and pneumatic plate were damaged. Performed pneumatic system (recharge test) and system failed. Installed engineer pneumatic test module and performed recharge / hardware tests. Unit passed without error. No other problems found. Dynaflo air compressor will be removed and replaced during repair process.